Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The analysis revealed that no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 5076, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that there were high thresholds and no capture at maximum output in the atrial lead less than one month post implant. It was further reported that the lead placement looked "identical" to the post implant x-ray and a micro lead dislodgement was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.